Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00091 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The lot no. Was unknown. Therefore, as the result of checking the manufacturing record of one year in the past from (B)(6) 2016 (the date of the event), there was nothing abnormal found. Omsc could not conclusively determine the exact cause, because the subject device was not returned and the reported phenomenon could not be confirmed.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a therapeutic, the cutting knife of the subject device extended three times the length of the original. As a result, the colon of the patient was perforated and resulted in subcutaneous emphysema. No further information was provided.

Manufacturer narrative:
This is a supplemental report to correct the model number and to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the incident date, it was found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Adhesive strength of the distal cover was decreased and the distal cover was detached by the operator's technique. The cutting knife extended beyond the specification since the distal cover detached, eventually, the perforation occurred. The instruction manual of the device has already warned as follows; *be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when scraping with excessive force the cutting knife by tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife.